Event description:
Premature depletion

Event description:
It was reported that the device was replaced due to eri sooner than expected. No patient complications have been reported since the device was removed from service.

Manufacturer narrative:
Evaluation summary: due to pending litigation, detailed analysis of the device was not performed. Therefore, we are unable to fully evaluate the reported event. Other: it was reported that the device was replaced due to eri sooner than expected. No patient complications have been reported since the device was removed from service. No conclusion can be drawn. Premature eri (elective replacement indicator).